Event description:
One day s/p uneventful cataract surgery, pt had excessive inflammation and corneal edema with poor va os = 20/70. He was started on durezol q 30 min and returned to the office five hours later without worsening or improvement. Retinal consultation was sought out and it was agreed upon that the likely culprit was tass and not endophthalmitis. The pt was seen the next day and likewise was no better or worse. He has continued on durezol q 2 hr without improvement in his vision. Four days later va is stable with significant improvement in inflammation but persistent corneal edema. Alcon (B)(4) lenses used in all but one pt who had an (B)(4) implanted. Alcon viscoat and provisc were used on all cases. Nine cases were performed on (B)(6) 2012 and cases #3 and #8 were diagnosed with tass. All other pts were completely normal and have remained so on f/u. The other involve pt has improved significantly. Also see report (B)(4).